Manufacturer narrative:
The investigation for the high purge pressure has been completed. Data logs were reviewed and as soon as the pump was started up, the purge pressure began to trend upwards for 13 hours until the "purge pressure high" alarm triggered. Leading up to the alarm, there are several potential motor current spikes that could indicate biomaterial impeding rotation of the impeller. One in particular coincided with a marked drop in motor speed as well. However, none of these motor current spikes correlate with an immediate affect on the purge pressure. This aligns with the fact that the pressure was gradually building over 13 hours, indicating a buildup over the purge gap. As reported through clinical details, purge pressures had returned to normal values roughly 7 hours after the alarm triggered, likely due to tpa being infused in the purge. There were no further issues for the remainder of the case. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the high purge pressure was determined to most likely be biomaterial. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ added h6 impact code 4644 corrections to the initial MFR report: g1 MDR reporting contact email

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 45-year-old female patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. During impella support, there were high purge pressures reported. Tissue plasminogen activator (tpa) was added to the purge. After one bag of tpa, the pressures returned to normal and they switched the purge back to bicarbonate.